Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient woke up saturday morning and could not walk, could not get out of bed, went to stand and had no strength in her right leg. There was also shooting pain. She went to the emergency room (ER) and they did a CT scan, which showed a protruding lower lumbar disc. She was on prednisone but did not take pain medication. The patient was concerned about what would happen next and had questions about other medical tests and procedures. She turned stimulation off and back on several times to see if that affected her pain, which it did not. This started on (B)(6) 2016. Additional information was then received from the patient on oct-27-2017, who indicated that the reason the patient could not walk because "problems with port of device." The caller indicated that "all of a sudden port had popped out," and that "they drilled hole in tailbone and the port was in there." The patient indicated that this was one year after implant and the system was replaced. There were no further complication reported or anticipated.